Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is not receiving effective therapy due to high impedances on both their leads. As a result, surgical intervention may take place at a late date to address the issue.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, where in the leads were explanted and replaced to address the issue.